Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0f1zv, product type: lead. (B)(4).

Event description:
The consumer reported that the patient's fourth implantable neurostimulator (ins) was broken due to a fall in their garage in (B)(6) 2014. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No symptoms, troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.